Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported inconsistent blood readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. The timing between the injection of insulin and hospitalization was not provided. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The reporter alleges the bgstar meter is inaccurate. This inaccuracy caused the patient to administer too much insulin and experience hypoglycemia. The patient owns two bgstar meters ((B)(4)-the meter involved in the complaint and (B)(4)-the comparison meter). On (B)(6) 2016, the patient measured her blood glucose with each meter: (B)(4): 420 mg/dl, (B)(4): 528 mg/dl. The patient then used (B)(4) again and received 'hi' (a reading >600 mg/dl). The patient injected insulin based on the reading. An unknown time later, the patient was hospitalized due to hypoglycemia. At the hospital, the patients's blood glucose was measured to be 62 mg/dl. The patient was held by the hospital until her blood-glucose normalized.

Manufacturer narrative:
The device was requested and has been returned to the distributor. Confirmation investigation performed by the distributor found the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported inconsistent blood readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. The timing between the injection of insulin and hospitalization was not provided. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended. Update/corrections: updated event or problem to include blood-glucose measurement at time of release from hospital. Updated device evaluated by MFR?, evaluation codes, additional MFR narrative to include meter return to distributor and distributor's confirmation investigation results. The confirmation investigation results do no change the root cause analysis. Device evaluated by distributor.

Event description:
The reporter alleges the bgstar meter is inaccurate. This inaccuracy caused the patient to administer too much insulin and experience hypoglycemia. The patient owns two bgstar meters ((B)(4)-the meter involved in the complaint and (B)(4)-the comparison meter). On (B)(6) 2016, the patient measured her blood glucose with each meter: (B)(4): 420 mg/dl (B)(4): 528 mg/dl the patient then used (B)(4) again and received 'hi' (a reading >600 mg/dl). The patient injected insulin based on the reading. An unknown time later, the patient was hospitalized due to hypoglycemia. At the hospital, the patients's blood glucose was measured to be 62 mg/dl. The patient was held by the hospital until her blood-glucose normalized to 140 mg/dl.